Event description:
The manufacturer received information alleging a ventilator was inoperable after an inspection occurred. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the allegation was confirmed. The system pca was replaced as the repair. Per maintenance procedures the exhaust fan, 43 micron filter, power code, and pollen filter were replaced. The device passed all tests.